Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing revealed that the device is not operating properly. The cause was deemed undetermined.

Event description:
Customer reported that the devcie vibrates to much and gets really hot. This is 1 of 1 report for (B)(4).